Event description:
It was reported when using the pyxis medstation es system experienced tower door latch failure. The customer reported that a malfunction occurred when the user attempted to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the tower door experienced intermittent failures. A field service engineer successfully cleaned the connectors and reseated the wires of the control board. The system functioned as intended after the field service engineer troubleshooted the device. A supplemental will be created if additional information is received from the customer.